Manufacturer narrative:
Method: a visual inspection and functional testing were completed. Additionally, the device history and sterilization records were reviewed. Results: the visual inspection revealed discoloration in the header and the upper septum. There was a wire protruding out of lower header port and a terminal end electrode in the lower header port. Functional testing found the ipg successfully communicated with the lab programmer and passed the auto test. In a lead pull test, weight was used to check for lead retention in each port of header and the ipg passed. The device history and sterilization records were reviewed and were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records or functional testing. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. We are submitting this MDR as a result of a re-evaluation of our MDR review process. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt rec'd her scs system, including an ipg, on (B)(6) 2006, for the treatment of migraines (off-label). It was reported the pt lost all stimulation from her ipg. An x-ray of the system found that the leads had pulled out of the ipg header. The ipg was explanted and not replaced at the pt's request.